Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing dizziness and ¿giddiness¿. The patient¿s cgm was reading low mmol, therefore, the patient called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 3.0 mmol while the cgm was still reading low mmol. The patient was treated with betahistine for the dizziness. No treatment for the patient¿s bg level was reported. The patient was transported to the emergency room (ER) and discharged less than 24 hours later. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator duringt the time the patient was experiencing symptoms. The reported glucose values when ems arrvied fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.